Manufacturer narrative:
It was originally reported on (B)(6) 2023 that a patient was over infused. Customer provided device history log for evaluation on (B)(6) 2023. User error was identified in history log review, and explanation provided to hospital biomedical engineer. Attempts to find out about patient condition were unanswered, but since the original report indicated rapid response team was necessary, it is believed that an adverse event occurred. No further information is available.

Event description:
It was reported that during a MRI exam an over infusion occurred were all meds were infused in 10 min. Patient received medical intevention via "rapid response" and transferred to ICU.